Event description:
It was reported the patient had an unrelated surgery and the device was not placed in surgery mode. The ipg was deemed inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
E1 reporter phone number: (B)(6). An inoperable implant was reported to abbott. The system wasn't set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.